Event description:
The customer stated that he received a blood glucose reading of 6.2. It was explained to the customer that his meter was set in mmol/l. The customer was able to reset the meter to mg/dl and no product will be returned for evaluation.